Manufacturer narrative:
Additional information: d.4. UDI investigation summary: since no samples displaying the reported condition were received a potential root cause could not be defined and corrective actions are not necessary. A physical sample is required for a more thorough evaluation and potential root cause determination. We will continue monitoring the complaint trend for the product and symptom. Batches 5106626 & 5106627 are considered in compliance with our product specification requirements. The complaint was not confirmed, and no CAPA evaluation was required. This complaint type will continue to be trended within the post-market surveillance process, and any determined escalation will be managed there.

Event description:
No additional information.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 1ml s/t w/ndl 27x1/2 rb had a syringe needle connectivity issue. Verbatim: complaint via email. Email(s) attached. X awareness date: 29may2026. Product: gattex 5mg patient kit. X lot: av25352aa. Component: description: dosing syringe - syringe 1ml s/t w/ndl 27x1/2 rb. Bd product no: 309623. Bd lot: 5106626, 5106627. Complaint description: patient reported that the needle gets stuck and comes out during administration. The patient's sister reported that during administration, the needle comes out and gets stuck in the patient's arm. The sister advised that this only happens sometimes. Once she pushes the medication in, the needle separates from the syringe and remains in the patient's arm. She stated that she believes the needles may need to be inspected before being sent out.